Manufacturer narrative:
Visual device evaluation: visual analysis of the photographs identified; an opening and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "left breast implant rupture detected on ultrasound and MRI" "breast pain" "fibroadenomas" and "tiny cysts." Device was explanted..

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left breast implant rupture detected on ultrasound and MRI" "breast pain" "fibroadenomas" and "tiny cysts." Device remains implanted.